Event description:
It was reported that during a video assisted thoracic surgery procedure, on the sixth or seventh firing of the device with a green load across the bronchus the device sounded to slow down. The knife blade went off track and some of the staples did not form, they fell out unformed, and the knife blade had gone through the reload. The reload appeared that the knife slid to the left and off track. The cartridge is still intact. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bronchus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 6th or 7th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green for all was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possibly but hard to tell. Were any unexpected noises heard? Sounded like the device was slowing down. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Cartridge. One device was returned in good visual conditions and with a green cartridge present. After further analysis the cartridge deck was noted to be damaged and the pan partially detached; in addition, the one piece sled was noted to be damaged. Additionally, the reload was received with the left side two inner rows partially fired and with the right side and outer left row fully fired as the left side of the one piece sled broke through the side into the knife slot. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.